Event description:
Customer's father called to report a hospitalization due to high blood glucose. The event happened three to four years ago. Customer had the flu which lead to high blood glucose. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.